Event description:
It was reported that the device is blowing fuses, and it will not stay powered on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
The customer has elected to retire the device due to old age. The unit has been decommissioned and removed for service. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.